Event description:
While completing a firmware upgrade to the pt's implant, an error code was observed. The rep attempted to resolve the issue through troubleshooting but was unsuccessful. Due to the error code, the pt was unable to receive stimulation from their precision system. A boston scientific engineer was able to clear the error code and restore the pt's stimulation.

Manufacturer narrative:
This is the final report.